Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed on the device which found that the air pump inside the console (box) came on and stayed on (noise) whenever the handpiece was attached. During the assessment, the device failed the heat test (over heating) and noise. It was further determined that there was a non-anspach crimp on the hose, indicating the device had been tampered with (user misuse). It was further determined that the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user misuse (device has been tampered with) and component failure (worn bearings). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was discovered that even when the electrical shaft of the motor device was not activated, it caused the motor at the ¿box¿ to vibrate. According to the reporter, a new ¿box¿ was tried; however, the issue persisted. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.